Event description:
The following information was provided by the initial reporter: it was reported that the issue was unknown. There was unknown patient involvement, and unknown patient harm/adverse event reported. The following information was provided by the investigation: it was reported that the downstream occlusion (dso) sensor was damaged.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in good condition apart from damaged downstream occlusion (dso) sensor and damage in rear cover of battery area. Functional test was performed. After power on, device was unable to be tested as error message 1720 was displayed. As the customer did not describe a problem, no problem could be duplicated/confirmed. However, the damaged dso sensor is considered to be a reportable event. The root cause for the damaged dso sensor was unknown. The dso sensor and capacitor will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.